Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2020-00957. Related manufacturer report: 1627487-2020-00959. It was reported that the implantable pulse generator was inoperable due to the device not being charged. Patient experienced ineffective stimulation and as a result did not charged the device. The device and leads were explanted. There were no complications during the procedure. Patient was stable.